Manufacturer narrative:
Images were downloaded from the customer's instrument and results were verified. The limitations section of the package insert for capture-r ready-screen states: "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors. Pooled reagent red blood cells should not be used when the antiglobin antibody screen is performed in place of the antiglobin crossmatch."

Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen pooled (crrs pooled) on the galileo.